Manufacturer narrative:
Returned device was received in decent physical condition. During the evaluation of the device, it was found that the over temperature alarm does not work and the cause was found to be a faulty float switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer over temp alarm does not work. No adverse effects were reported.